Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. Blood glucose level at the time of the incident was over 460 mg/dl, which was treated with a manual injection. During troubleshooting, the customer was able to deliver insulin without an alarm. The customer also reported an additional no delivery alarm which they were able to resolve with a set change. Blood glucose level at the time of this incident was over 260 mg/dl. The insulin pump was not replaced or returned for analysis.